Event description:
The customer indicated that their acuity system had a white screen error, causing the system to be unresponsive. A restart was performed to bring the system back on-line. The customer did not provide any pt info; there were no pts attached to the system at the time of the event.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.